Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the user did not read the instruction manual carefully and had insufficient knowledge of the device. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use: IFU operation manual ¿3.9 checking the concentration of disinfectant¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a reprocessing issue was encountered. The facility did not perform daily concentration checks and replaced the acecide after five days. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional customer information requested

Manufacturer narrative:
This supplemental report is being submitted to provide final investigation. Updated b5, h3, h2, h6, h11. Added h2 the device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user did not read the instruction manual carefully and had insufficient knowledge of the device. The event (1) is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿8.1 how to identify and deal with abnormalities¿ the event (2) is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿3.9 checking the concentration of disinfectant¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.